Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the tip of the drill bit broke off. All pieces have been removed from the patient by suction. The procedure was completed with a s+n back-up device. The same bone hole was used. Non-significant delay was reported. No other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found a drill bit that is fractured between the blades of the bit. The bit appears to still be attached to the shaft of the device. A visual inspection of the returned device found that it is not in its original packaging. The blades of the bit are broken and separated from each other, but the drill bit is still attached to the shaft of the device. Per complaint details, the tip of the drill bit broke off into ¿normal¿ bone during an acl reconstruction surgery. Further patient impact would not be anticipated as the procedure was reportedly completed with a backup device using the same bone hole with a 10-minute delay and no patient injury or additional complications were reported. No further medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.